Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported that the inpen doses are not logging correctly they have been off by at least 1/2 unit. Troubleshooting was performed and it was unknown whether the issue was resolved or not. The customer reports inpen application was not recording the exact doses dialed on the inpen. The intended dose amount and dose amount recorded in the inpen app (logbook or home screen) were greater than 1.0 units. The customer would discontinue the use of the device. The inpen will be returned for analysis.

Manufacturer narrative:
Customer reports: inpen app is not recording the exact doses dialed on the inpen. Dose window missing. The inpen paired to the commercial app. Inpen failed baseline and wireless functionality. App logbook displayed: 12.5u, 15u, 13u, 15u, 15u, 12.5u, 12u, 15u, 15u, 15u. Inpen passed front cap investigation. Pending further investigation performed in san diego location. In conclusion: per san diego analysis: inpen was missing dose window. Inpen failed base line functionality test and displacement dose accuracy. Paired with commercial app using 11.5 units. Inpen passed baseline and wireless functionality. App logbook displayed: 12.5,13,13.5,12.5,12.5,13,13,13,11.5,12.5. Displacement dose accuracy encoder readings were not accurate. The battery was measured to be at 3.03v. Encoder spring contacts were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. See the attachment for additional details. Dose log inaccuracy was confirmed. Cosmetic damage was confirmed due to missing dose window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.